Event description:
The hosp reported that during coronary artery bypass graft procedures, several heartstring seals malfunctioned. The initial report did not provide add'l info regarding the clarification of the failure modes. No pt complications were reported by the hosp.